Event description:
Device malfunction: none. Time of malfunction: after vessel closure. Symptoms/ae: access site pain. Diminished leg pulses, occlusion. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of a heavily calcified common femoral artery after an interventional procedure. Reportedly, forth-eight hours after uneventful vessel closure, the pt developed symptoms of pain at the closure site and diminished pulses of the leg. Exploratory surgery revealed an occlusion at the closure site due to calcified plaque. The starclose clip was surgically removed and the artery was surgically repaired. There were no reported adverse pt sequelae. No additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.